Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of a naso-jejunal tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of naso jejunal (nj) tube. On (B)(6) 2021, the patient pulled out the naso-jejunal tube while delirious. On (B)(6) 2021, the patient experienced pneumonia and was treated with antibiotic 4.5 grams three times a day. It was reported that the patient did not experience aspiration pneumonia prior to pulling the naso-jejunal tube out. It was unknown if the event of pneumonia was due to the patient pulling out the naso-jejunal tube.